Event description:
(B)(4). It was reported that following a coronary artery treatment procedure, the patient experienced restenosis. The target lesion was located in the proximal left circumflex (lcx) and distal left circumflex with 80% stenosis, a length of 28.0 mm and reference vessel diameter of 3.00 mm. The physician treated the lesion with pre-dilatation and implanting a 3.0 x 32 mm study stent with 0% residual stenosis. The patient was discharged the next day on aspirin and clopidogrel. At 1035 days post index procedure, the patient experienced symptoms of coronary artery stenosis. Cardiac catheterization was recommended. The proximal lcx was treated by implanting a 2.75 x 12 mm non bsc stent with 0% residual stenosis.

Manufacturer narrative:
Patient identifier: (B)(6). Device is combination product. Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).